Manufacturer narrative:
Device evaluation: the returned product consists of twenty four unused cartridges (sealed trays) in the original box. All twenty four cartridges returned are from the lot cc03157. The cartridges were visually inspected. No foreign material or substance was observed as described by the customer (adhesive substance looked like gms(glycerol monostearate)). The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Initial reporter phone: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that just after the implantation of the intraocular lens (iol), the doctor observed an adhesive substance that looked like gms (glycerol monostearate) on the optic. There was no patient injury. No additional information was provided to abbott medical optics.